Manufacturer narrative:
Concomitant product: product ID: d284drg, ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead had low impedance and diminished sensing. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.